Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer rec'd readings of 47 mg/dl, 115 mg/dl 235 mg/dl and 257 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter serial number v-g356-30094 and test strips lot number 0535241. Returned meter and test strips performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate erratic readings was not duplicated during testing. Three of the four freestyle blood glucose readings as reported by the customer was found in the meter internal log; however, the readings were not found to have been performed within ten minutes of each other.